Event description:
It was reported that during the implant attempt, the physician had difficult access and "trouble inserting [the] lead." Once the lead was positioned, the helix would not extend completely. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. The helix/lobe was distorted/bent. It was noted there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.